Event description:
It was reported that myopotential oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. Subsequently, undersensing and pacemaker mediated tachycardia were observed on the device. Further device reprogramming was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that myopotential oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.